Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient blood pressure is labile and also in atrial fib. Quite a bit of ectopy noted. Advised the a fib could reduce filling into the left ventricle and catheter may be causing some ectopy. Starting a touch of levo. Patient is still in a fib. Additionally there was bleeding around repo sheath into groin. Massive bruising around bilateral groin. Blood products given. After angio evaluation and cath lab intervention on other coronaries, bleeding resolved. Impella was successfully weaned as planned and patient is stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction d4 the investigation of the reported failure mode has been completed. No product was returned for investigation. Arrhythmia: the root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.